Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. No issues were noted during preparation of the sheath. A pump was used during irrigation of the sheath and the irrigation flow rate during the procedure was 100 ml/hour. However, after treating the last vein in the patient when the physician administered contrast through sheath for venogram, air ingress was noted during aspiration of the sheath. The farawave catheter was removed, and aspiration was performed again, but no improvement was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath was not returned for analysis as it was deemed contaminated.

Manufacturer narrative:
Media review: an image was provided to assist in the investigation and was reviewed by a boston scientific quality engineer. The image shows evidence of visible air bubbles, confirming the reported event. However, the cause of the air bubbles were not able to be determined from the provided image.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath clear that was selected for use during a pulmonary vein isolation procedure to treat atrial fibrillation exhibited air ingress. No issues were noted during preparation of the sheath. A pump was used during irrigation of the sheath and the irrigation flow rate during the procedure was 100 ml/hour. However, after treating the last vein in the patient when the physician administered contrast through sheath for venogram, air ingress was noted during aspiration of the sheath. The farawave catheter was removed, and aspiration was performed again, but no improvement was noted. Thus, the sheath was replaced, and the procedure was completed successfully. No patient complications were reported. No air was seen in the patient. The sheath is not expected to be return for analysis as it was deemed contaminated.